Event description:
It was reported by the customer, on (B)(6) 2021, after a routine culture of the evis exera ii ultrasound gastrovideoscope, the suction channel tested positive for one hundred and ten (110) colony forming units (cfus) of ochrobactrum anthropi and the biopsy channel tested positive for two (2) cfus of ochrobactrum anthropi and staphylococcus haemolyticus. The air/water channel, balloon channel and water-jet channel tested positive for less than one (1) cfu of microorganisms. On (B)(6) 2022, the scope was cultured again. The suction channel tested positive for fourteen (14) colony forming units (cfus) of ochrobactrum anthropi and the biopsy channel tested positive for one (1) cfu of coagulase-negative staphylococci. The air/water channel, balloon channel and water-jet channel tested positive for less than one (1) cfu of microorganisms. There was no reported contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization evaluation was performed by the customer. The last sampling date was (B)(6) 2021. The sampling was routine. Aniosyme dd1 detergent was used for manual treatment/bedside precleaning along with allbyn medical brushes (#(B)(4)) and anioxyde 1000 disinfectant. The biopsy valve, air valve, and suction valve were manually cleaned. Soluscope s4 was used as the automatic endoscope reprocessor (aer) along with soluscope cln detergent and soluscope paa peracetic acid disinfectant. The scope was stored in cabinet by soluscope. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found and sent back to the customer without any repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU), the results conformed to the regulation's recommendation. This information is addressed in the instructions for use (IFU): "warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor the field performance of this device.